Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was having an MRI scan of her lower back. Her battery has not been working for about 2 months. There were no patient symptoms or complications reported.